Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
No device or photo was provided therefore the condition of the components are unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.